Manufacturer narrative:
Correction: per the clinic, there has been no conversion from baha connect to a transcutaneous osia implant system. Only the abutment was removed and the osia implant was placed at a new site. This report is submitted on october 28, 2021.

Manufacturer narrative:
This report is submitted on october 7, 2021.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.